Manufacturer narrative:
Of the 1 allegation of a malfunction, 0 pumps were returned to animas. During investigation for unrelated allegations, there were 6 additional keypad/tactile failures revealed during product investigation.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced a keypad/tactile issue. These reports were received from various sources. The patient associated with this allegation was (B)(6) female.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 1 allegation of a malfunction, 0 pumps were returned to animas. During investigation for unrelated allegations, there were 6 additional keypad/tactile failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a keypad/tactile issue. These reports were received from various sources. The patient associated with this allegation was (B)(6) female.